Event description:
Additional information was received that the patient also experienced corneal edema. Bacteriological testing was not performed. Symptoms improved following the initial medical treatment. The clinical judgment of the inflammation was determined to be non infectious do to no eye pain reported. Preoperative and postoperative information was not provided by the operating hospital. The hospital where the procedure was performed reported that the patient had no visual acuity problems the day following the procedure and was discharged.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. At a follow up visit, fibrin was detected and medication was prescribed. Symptoms resolved. The lens remains implanted.